Manufacturer narrative:
A request was made for product return. As of today the products have not been returned. Investigation of this event is complete. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this pacemaker, right atrial and ventricular leads were explanted due to a patient infection. No further adverse patient effects were reported.